Event description:
It was reported that the patient died following implant of the valve.

Manufacturer narrative:
The valve did not pass patency testing due to the presence of proteinaceous debris in its chambers. This condition precluded all further testing of the valve. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.